Event description:
It was reported that the pump showed a flow sensor issue. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump was filthy, had a dead battery, and segments missing in lcd. Event history log (ehl) showed force sensor test error. Power up process and reading of force sensor were performed; the reported problem was not duplicated and all the force reading were within the required specifications. The root cause of the issue was deemed to be customer induced via the customer?s disturbance of the pump during its self-test process. Action(s) taken to mitigate the reported issue(s): performed preventive maintenance (pm) and all functional tests which passed.